Event description:
It was reported that, during a laparoscopic distal gastrectomy, the device could be used as usual at the first firing and second firing but the device did not open while gripping the blood vessel at the third firing. The device was pulled out from the side because the device did not open. The doctor tried to move the handle, but it didn't move at all. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/30/2025. D4: batch # m9aa95. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven (11) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review: a manufacturing record evaluation was performed for the finished device batch m9aa95 number, and no non-conformances were identified. Additional information was requested and the following was obtained: there was no bleeding or tissue damage. There was no effect on the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.